Manufacturer narrative:
A review of tickets determined normal complaint activity for lot 08408ui00, and no trends were identified for the product for the complaint issue. Return testing was not completed as returns were not available. Accuracy testing was performed with a retained kit of lot 08408ui00 and panels which mimic patient samples. All specifications were met indicating that the lot is performing acceptably. Historical performance in the field of the reagent lot using world wide data through abbottlink was evaluated. The median population result for the lot is comparable with all other lots in the field and confirms no systemic issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect stat high sensitive troponin-I reagent, lot 08408ui00.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer reported falsely elevated architect troponin results on one male patient. The results provided were: on (B)(6) 2019 @ 00:06am (B)(6) = 34ng/l / <5ng/l (<34ng/l for males)/ repeat testing gave <5ng/l as the correct result. There was no reported impact to patient management.